Manufacturer narrative:
A medrad service engineer performed a system service check of the veris monitor on (B)(6) 2010 and the unit was found to be operating to specification. Our investigation found that the ECG module was placed within the imaging field, which is contraindicated in the operation manual - the manual instructs the user to position the ECG module outside of the imaging plane. In addition, medrad labeling cautions the user to properly insulate the ECG lead cables from the skin surface of the patient. According to the details of the event, a piece of paper was used as insulation between the lead cables and the skin surface. The site continues to use the monitor without further incident. Additional applications training was declined by the site.

Event description:
The site reported the following: a patient underwent a lumbar MRI with sedation. The exam was completed without event. Post procedure, the patient noticed a small red area located under her left breast along the chest wall, where one of the ECG electrodes had been placed during the exam. The patient was instructed to apply cortisone to the affected area upon discharge and to follow up with her physician as needed. The patient developed a blister that was later diagnosed as a fourth-degree burn. The physician prescribed silver sulfadiazine to treat the affected area.